Event description:
It was reported that the lift column on the 9800 system would not go down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lift column power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.